Event description:
A report was received that the patient had developed an infection at the ipg site. The physician believed that infection was not device related but could not confirm if it was caused by procedure. The patient was administered with antibiotics and underwent an explant procedure of the ipg.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm. Additional information was received that the patient¿s paddle lead was explanted on (B)(6) 2013.

Event description:
A report was received that the patient had developed an infection at the ipg site. The physician believed that infection was not device related but could not confirm if it was caused by procedure. The patient was administered with antibiotics and underwent an explant procedure of the ipg.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had developed an infection at the ipg site. The physician believed that infection was not device related but could not confirm if it was caused by procedure. The patient was administered with antibiotics and underwent an explant procedure of the ipg.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm. Additional information was received that the patient¿s lead was explanted.